Event description:
The pt had 2 scs leads with the same lot number. It was reported the pt's scs leads were explanted and replaced due to the pt experiencing ineffective stimulation as well as uncomfortable/unintended stomach stimulation following lead migration which resulted from a fall. Effective stimulation was restored with the surgical intervention and the pt is "doing well".

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.